Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues. The oxygen blending module was returned to the manufacturer's product investigation laboratory and the root cause of the oxygen blending module failure was indicative of contamination.

Manufacturer narrative:
The manufacturer previously reported an issue related to the fsn for sound abatement foam. Upon additional review, based on the serial number of this device, it is not in scope of the sound abatement foam recall.